Event description:
It was reported that the bd safetyglide¿ needle experienced separation. The following information was provided by the initial reporter: safety glide 1" needle disengaged from vaccine syringe during immunization. Needle was left in client's leg and a small amount of the vaccine squired out. Phn noted a bit of counterpressure while engaging the syringe prior to it disengaging.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced separation. The following information was provided by the initial reporter: safety glide 1" needle disengaged from vaccine syringe during immunization. Needle was left in client's leg and a small amount of the vaccine squired out. Phn noted a bit of counterpressure while engaging the syringe prior to it disengaging.